Event description:
It was reported that a filter produced intractable abdominal pain with a filter strut penetrating the duodenum on CT scan. Percutaneous removal produced immediate pain relief. The filter was implanted 14 months earlier on a trauma pt with a pelvic fracture.

Manufacturer narrative:
The device history records could not be reviewed, as the lot number was unk. The sample was not returned for evaluation. Based on the info received, the results are inconclusive and the root cause of the event is unk. The current info for use (IFU) for this device states: potential complications. Possible complications include, but are not limited to the following: perforation or other acute or chronic damage of the ivc wall.